Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: the last basal delivery was on 05/12/2014. The total daily doses added up correctly and reflected the programmed daily basal target. The bolus history showed 2 combo 30 minute boluses on 05/08/2014. The keypad was observed to be undamaged and all buttons responded properly to testing. The pump passed a delivery accuracy test where it correctly reflected 24u delivered, after a 24 hour basal test set on 1u/hr, with no auto-boluses being delivered. The pump performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the patient contacted animas alleging an inaccurate delivery issue with the pump and stated she experienced elevated blood glucose (bg) of 485 mg/dl with fruity breath and slurred speech. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient stated that she discontinued pump therapy. Customer technical support reviewed the pump with the patient and found that the time and date settings were correct and that the bolus histories matched programmed settings. Troubleshooting revealed multiple extra boluses on (B)(6) 2014 at 9:25 pm, 9:35 pm, 9:43 pm, and 10:09 pm. The patient noted that she was going through menopause and that her healthcare provider had adjusted the basal rates. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy associated with the allegation that the pump was not delivering as expected.